Event description:
It was reported that after a sleeve gastrectomy, over the next few days, bleeding in the stomach was noted. The patient had to be transferred to the intensive care unit. She is not in critical condition. We don't know whether she has now left the hospital. The staple line was bloody and was drained with monopolar electricity. The staple line wasn't nice and the cut on the edge wasn't clean. The noise from the stapler during the ¿firing phase¿ was clear and distinct and without any hesitation. The fabric went through well, no tone that would have said otherwise.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2024. Additional information was requested and the following was obtained: were other reloads used in the sleeve creation? Gold 2x times and blue 4 timex what is the surgeon¿s experience with the device? Many years and then he switched to medtronic endo gia and since (B)(6) back to us. Were any stapling issues observed in the original procedure intraoperatively? We saw on the picture that the cuttingline was not sharp. It looked like the tissue was squeezed. Were any cutting issues observed in the original procedure intraoperatively? The one I described here. How do the operating room staff clean the device between firings? Normally with a water bowel ¿ in this case we were not supporting the procedure ¿ we can not say how they cleaned it. How many days post-op bleeding was identified, correct alert date? It was 2,5 days. Later ¿ surgeon informed us 2 weeks later. How was the post-op bleeding identified? Bad parameters ¿ blood loss. What was the total estimated blood loss (ml)? No information was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? No information. Any clips, clamps, or graspers near the area where the device was being fired? No what is the current patients status? Patient is fine.